Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed myopotential oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned. Correction: b5 - included pacing inhibition in the event description, not previously reported.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.